Event description:
It was reported that the patients ipg was excessively charging and battery life had decreased. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.